Event description:
Reference number (B)(4). Event occurred in germany. On (B)(4) 2024, the patient reported that there was occlusion during the filling process and the insulin leaked into the pump. No further information available

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This lot number 6006865 and malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) has been evaluated through previous complaint investigation records: pr (B)(4) for the samples evaluation, therefore the form- 001548 does not require to be filled in again and those test/review can be leveraged. Trending: a query was run in data on 06-feb-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6006865 and another 1 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for reference samples, no non-conformance (nc) raised during production, only two complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.